Event description:
It was reported that externalized conductors were seen under fluoroscopy. High thresholds and low impedance were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.